Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. Upon interrogation it was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the right atrial (ra) lead exhibited possible atrial oversensing. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.